Manufacturer narrative:
Concomitant medical products: 4398-88 lead implanted (B)(6) 2018; dtma1qq device implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day of implant, the patient developed a small pericardial effusion which developed into a moderate pericardial effusion post procedure. The patient was symptomatic with hypotension. Echocardiograms were performed, which demonstrated the pericardial effusion was improving. The patient received oral medication and had no invasive procedures performed and was asymptomatic at discharge. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.